Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 562 mg/dl. Troubleshooting was declined since it was related to bent cannula issues. The insulin pump will not be returned for analysis.